Event description:
It was reported by the rep, device was used during a procedure. The director of the hosp reported the atw35 was used, no staples were delivered. Due to bleeding, the pt expired. No other info is known at this time. After speaking with the surgeon, the rep will obtain more info. 04/04/2000: further info from rep: the pt did not expire, there was a mis-communication to the hosp director from o.r.